Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open and close. A new device was used without issue to continue the procedure.

Manufacturer narrative:
Evaluation summary: one lf1637 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was used to perform multiple sealing cycles and no issues with operating the jaws occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.